Event description:
It was reported that a caucasian hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of an undisclosed breast implant prosthesis. Post-operatively, the patient observed her breasts were hard, had ripples, and poked out of the sides of her bra. She has consulted with a medical professional and reported she has bilateral capsular contracture, however, did not provide baker grade ratings. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-08323 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).